Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 2435744 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011604 was manufactured according to the work instruction (wi) version 100 and packaging in the multivac 14, on 15-feb-2025, with a total of (B)(4) units. The sub-assembly, welding: the lot 5a04055 was manufactured according to the wi version 34 welding in the machine ls24-ls25, on 10/feb/2025, with a total of (B)(4) units. The lot 5404041 was manufactured according to the wi version 34 welding in the machine ls06-ls07, on 01/feb/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025. Blood glucose level was high at the time of the event. No further information available.